Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited impedance measurements that fluctuated between the 400-ohm range to high out-of-range pace impedance measurements greater than 2,500 ohms. It was also noted that some stored episodes appeared to be noise, rather than atrial fibrillation (af). Technical services (ts) recommended bringing the patient in for further evaluation with isometrics, pocket manipulation, and serial impedances to see whether the noise and/or the out-of-range pace impedance measurements were reproducible. This ICD and ra lead remain in service. No adverse patient effects were reported.